Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced foreign matter contaminated. The following information was provided by the initial reporter: primary IV tubing was used from a sealed package for IV set up. While patient is waiting to go to surgery, she noted a foreign body in what seemingly appeared to be inside the tubing. This nurse removed the tubing and replaced with well examined new tubing.

Manufacturer narrative:
Investigation summary: three photos were received for quality investigation. The customer complaint of foreign matter was verified by evaluation of the photos received. The photos received show a brown colored piece of foreign material within the infusion set tubing. The photos received also show that when the tubing was cut open, the foreign matter was able to be separated from the tubing and therefore it can be concluded that the foreign matter was not embedded within the tubing. A device history record review for model 2426-0007 lot number 23015008 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation of the foreign matter was conducted at the manufacturing facility based on the photos provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced foreign matter contaminated. The following information was provided by the initial reporter: primary IV tubing was used from a sealed package for IV set up. While patient is waiting to go to surgery, she noted a foreign body in what seemingly appeared to be inside the tubing. This nurse removed the tubing and replaced with well examined new tubing.